Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's device has been activated and the recipient is doing well. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's device has migrated. The recipient is experiencing difficulty wearing the external equipment. Device repositioning surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly underwent tissue removal and repositioning surgery.